Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, customer had a blood glucose level of 310 mg/dl. Customer went to the emergency room and was treated with manual injections of insulin. Customer was released from the hospital the same day with the issue resolved and no permanent damage. Customer loaded a new cartridge to resolve the issue. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.